Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft, an afx suprarenal extension, an afx limb extension, and a gore (non- endologix) excluder leg. This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with the afx2 system per the IFU. Reportedly, during the initial procedure, when the afx introducer system was advanced to the proximal area, it got caught to a slight extent. The sheath was successfully advanced to the target location and the afx suprarenal extension was deployed. Subsequently, angiography revealed that the afx2 main body had been dislocated to the proximal side by about 10mm creating a type ib endoleak and type iiia endoleak between afx2 main body and excluder leg. Therefore, an afx limb extension and excluder leg were deployed. The procedure was completed without endoleaks. At the one-year follow-up at another hospital, a junction separation between the afx2 main body and afx suprarenal extension was confirmed; however, there was no aneurysm enlargement, so the doctor elected to monitor the patient. Approximately three (3) years post-follow-up an emergency procedure was performed due to aneurysm enlargement with a type iiia endoleak between the afx2 main body and afx suprarenal extension. An afx vela suprarenal was deployed over the afx2 main body with 3 to 3.5 stent segments overlapped. An additional afx vela suprarenal was deployed 20mm distal to the proximal end of the afx suprarenal extension. A balloon touch-up was performed, and the procedure was completed without endoleaks. The final patient status was not provided.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is (B)(4).

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak with complete component separation of the bifurcated stent graft and the suprarenal extension is confirmed. This is consistent with the reported adverse event/incident. Due to a lack of the relevant medical information, such as imaging post the initial implant procedure, the procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. During the investigation, endologix found reasonable evidence to suggest the device was used off-label as there was concomitant use with products outside the IFU. The final patient status was reported being stable post the re-intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.